Manufacturer narrative:
On (B)(6) 2020, the complaint was determined reportable. On (B)(6) 2020, the complaint was determined reportable to EU only. On (B)(6) 2020, the original complaint MDR analysis form used from (B)(6) 2020: reportable to both EU and us. Reportability determination was temporarily changed due to interpretation of the meaning of "shock" since the event did not involve an MRI; the complaint was ultimately determined reportable to err on the side of caution. On (B)(6) 2020, the stimwave cs was unable to restore therapy with reprogramming. The patient described experiencing a shock followed by a loss of therapy. On (B)(6) 2020, the cr reported that the patient had six months of good stimulation. On (B)(6) 2020, the cr increased the waa programming parameters, but was still unable to restore therapy. On (B)(6) 2020, the cr provided x-rays to stimwave's cmo. The cr reported that there was no bruising or hematoma. On (B)(6) 2020, the cmo reviewed x-rays taken following the reported event. The x-rays did not evidence migration or other issue that may have contributed to the loss of therapy. The cause of the shock sensation and loss of therapy could not be determined with the available information. Failure of device to meet specification could not be traced to the source of the event. Device can not currently be received by manufacturer for analysis. The device was used for treatment of pain.

Event description:
On (B)(6) 2020, the stimwave cs was unable to restore therapy with reprogramming. The patient described experiencing a shock followed by a loss of therapy